Event description:
As reported by hosp, inflation device will only pressurize to 12atm. The pressure is inconsistent and they are unsure if the pressure reading is correct. There has been no pt injury. A sample is being returned by the hosp.